Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The battery voltage measurement trend showed a sharp decline in voltage within a (B)(6) time period. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not conclusively be determined.

Event description:
The patient presented to the hospital after receiving an alert. Upon interrogation, the device was found to be at eol. Data showed that the battery had suddenly depleted in a matter of a few days.